Manufacturer narrative:
Result: cpu board had been incorrectly wired by the customer.

Event description:
It was reported by service report that the bed had no electrical functions. No pt involvement or adverse consequences were reported.